Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the surgeon placed the eea 31 stapler. The eea anvil was connected to the stapler and insured that there was no turning of the colon or the mesentery and the stapler was fired. It appeared the stapler did not fire appropriately. The stapler was released and there was no staple line intact. The staples appeared to be sticking out of the tissue, but was not locked down. Therefore, it just cut the distal portion of the rectal stump with no staple line intact. The surgeon completely removed the eea stapler, leaving the anvil in place. The surgeon then opened up the hand port and placed clamps on the open rectal stump. Used a ta-60 series stapler to divide the rectal stump more distally. The surgeon resected a part of the proximal colon to where it was more viable. The surgeon then placed a pursestring suture at this point. Again using an eea 31 stapler, the surgeon placed the stapler through the peritoneum directly through the staple line and fired and again it did not fire correctly. The surgeon examined the donut rings in the eea stapler and there was only one donut ring. The surgeon tested the anastomosis and there was a large air leak in the posterior portion of the anastomosis. A hole was identified and it was laparoscopically sewn with a cushing type of suture laparoscopically. The anastomosis was retested and there was no air leak. Given the difficultly in the anastomosis, as well as the air leak and the repair, the surgeon elected to do a diverting ileostomy to allow time for healing.